Event description:
Customer's mother reported an incident of hypoglycemia, requiring treatment by layperson at a time when she was unable to use her aviva system due to no power. A request was made for the return of the system and a replacement was sent.